Manufacturer narrative:
The customer ran precision studies and these showed an issue with one of the analyzer rotors. The field service engineer adjusted sample probes, cell rinse liquid levels, and the gear pump. The investigation determined the service actions resolved the issue. The issue is consistent with a maintenance issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 (calcium) on a cobas 8000 c702 module. The first sample initially resulted in a calcium value of 1.70 mmol/l. The physician questioned the result because it seemed too low. The sample was repeated, resulting in a value of 2.27 mmol/l. The repeat value was deemed correct. The second patient sample initially resulted in a calcium value of 1.46 mmol/l and it repeated as 2.18 mmol/l.